Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts replacement which resolved the issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Event description:
The customer generated a falsely elevated magnesium result while using the clinical chemistry magnesium assay. The customer provided the following result data: sid (B)(6); (B)(6) 2016: initial: 3.34 mmol/l, retest: 0.95 mmol/l. No impact to patient management was reported.